Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 2 pegasus yel 24ga x 0.75in qsyte-cap y had damaged rubing and tubing clamps during use. The following was reported by the initial reporter: "during using , the extension tube was broken and leaked , it was known that the clamp didn't close (B)(6) 2021 received an update from the sales representative. The description of the incident was updated as follows: the product has been used on patients. The patient is in good condition, and the subsequent infusion clinical nurse uses a steel needle to enter the infusion from the isolation plug, and it is removed immediately after the infusion is completed, without complications; the leakage is at the extension tube of the indwelling needle, and the defective sample can be returned; liquid leakage occurred during the use of the product, and liquid leakage is found when the flush tube is used after successful puncture; no high pressure injection."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/21/2021. H.6. Investigation: a device history review was conducted for lot number 9079621. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample submitted to our facility was reviewed by our quality engineers. They were able to observe the damage reported by the facility; they noted that the location of the wound suggests the damage could have been sustained during automated transfer between assembly stations. Subsequent reviews of the manufacturing line and maintenance logs were unable identify any abrasive manufacturing components or reported repairs for similar issues.

Event description:
It was reported that 2 pegasus yel 24ga x 0.75in qsyte-cap y had damaged rubing and tubing clamps during use. The following was reported by the initial reporter: "during using , the extension tube was broken and leaked , it was known that the clamp didn't close. 2021 (B)(6) received an update from the sales representative. The description of the incident was updated as follows: 1. The product has been used on patients. 2. The patient is in good condition, and the subsequent infusion clinical nurse uses a steel needle to enter the infusion from the isolation plug, and it is removed immediately after the infusion is completed, without complications; 3. The leakage is at the extension tube of the indwelling needle, and the defective sample can be returned; 4. Liquid leakage occurred during the use of the product, and liquid leakage is found when the flush tube is used after successful puncture; 5. No high pressure injection."